Event description:
A nurse was walking with a patient in the garden courtyard on hospital grounds during a sunny afternoon. The smiths (formerly medex) 3500 pump failed. (The motor shut down.) There was no harm to the patient, as the nurse noticed this issue right away. A representative from the company told our biomedical engineer that there is a defect with the product, in that the motor shuts down in extreme sunlight. This defect can be fixed by installing a shield over the motor case. Follow up reveals: the hospital does not know if a shield is available from the manufacturer as an upgrade or option. There is no mention of this issue (sensitivity to bright sunlight) in the operator's manual. The pump gives a "motor rate error" when it shuts down. The sensor which is believed to be affected by external light is located inside the pump. (Light is being sensed through the case) the biomedical engineering department was able to duplicate the problem by taking a unit into bright sunlight. The problem has not occurred under intense artificial lighting conditions.